Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; disposed by hospital.

Event description:
As reported: "using mmi anchorage mtp cp plate, while using the distal locking guide a 2.0mm drill bit tip broke off in the patient and we were unable to recover it. Along with the drill bit while screwing in the last 3.5mm locking screw the t8 screwdriver tip broke off in the screw head unable to get loose and out of the screw head. Both drill bit and screwdriver head stuck in the screw were left in the patient and surgical site closed." No delay¿s or major distraction to the case.